Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in the smartpass feature to be disabled, stored untreated episodes, and an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined that during the stored untreated episodes, noise was being oversensed as opposed to the t-wave observed in the episode with the delivered inappropriate shock. Review of device data also revealed that an inappropriate shock was previously delivered due to oversensing approximately two years ago. The r-wave amplitude was also noted to be low in all episodes. Rhythmcare then discussed further troubleshooting and programming options. This device remains in service. No additional adverse patient effects were reported.